Event description:
It was reported that the customer experienced issues with the charging port, specifically related to battery charging and pumps heating up when charging. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up.